Manufacturer narrative:
Additional information received: the dose of heparin administered during the procedure was approximately 4000-5000 units. It was considered that the cause of the endoleak as per the physician could not be determined but was noted to be stent graft related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that there was a serious type IV endoleak in the stent graft limb noted during the index procedure. Another limb was implanted to cover the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.